Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.5/3.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. It was additionally noted "implantation of 12.6 for the first time vertical, vault for around 350, clinical thought vault at around 200 more is appropriate, then they replaced to 12.1 level implant".